Event description:
The customer originally returned their olympus cysto-nephro videoscope due to a compromised image and leakage problem. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that foreign material was coming out of the forceps channel. This report is being submitted to capture the foreign material coming out of the forceps channel noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. There was noise noted in the image. Additionally, as mentioned in describe event of problem, foreign material was noted in the forceps channel. Furthermore, water tightness was not maintained due to holes in the forceps channel. The insertion serpentine had been crushed in one section and had wrinkling noted in another. There was corrosion in the interior due to water penetration. The rubber cover on the forceps stopper was misaligned and scratches were found on the angle lever. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information obtained from the customer. Correction to the initial medwatch. The aware date should be 28-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since there was a perforation on the instrument channel and air was leaking from it, it is likely a material inside the insertion tube came out due to moisture that entered the device. The event can be detected/prevented by following the cyf-vha instruction manual operation manual which states: warning: keep your eyes away from the distal end when inserting endotherapy accessories. Extending the endotherapy accessory from the distal end could cause an eye injury. Use endotherapy accessories with the same color code (ø 2.0 mm channel or less). The endoscope and/or the endotherapy accessory may be damaged. If significant resistance is encountered and insertion becomes very difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting endotherapy accessories with excessive force may damage the endoscope and/or the endotherapy accessories. Confirm that the tip of the endotherapy accessory is closed or retracted into its sheath and slowly insert the endotherapy accessory into the forceps port of the forceps/irrigation plug. Do not open the tip of the endotherapy accessory or extend the tip of the endotherapy accessory from its sheath while inserting it into the channel. The endoscope and/or the endotherapy accessory may be damaged. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter noting the compromised image and leakage problem were found during pre-checks. No procedural or patient information was available.